Event description:
During the procedure, the venous reservoir closed with the volume and flow running. The unit was changed out and the procedure completed. No pt injury or further complications occurred as a result of this event. No further details or pt info is available.